Event description:
It was reported that the device had an over-infusion. The customer suspected backcheck valve failure, so the tubing set was investigated by bd and no fault was found. Details of the infusion: "rn observed ivpb aloxi back flow into primary ns bag after spiking the infusion and before starting the pump. Ns was appropriately lowered on a hanger. " there was patient involvement but no harm caused.

Manufacturer narrative:
Additional information : entry description, reason code for no evaluation - if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative (shr statement) a review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Correction : manufacturer narrative (chr, DHR statement) a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Not applicable. Device evaluated by bd service.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11jul2019. The review was performed from the date of manufacture to the present date 05may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue

Event description:
It was reported that the device had undergone over-infusion. There was patient involvement but no harm caused.